Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 164 mg/dl.